Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. Resistance was met while inserting a 30 mm watchman ® laa closure device & delivery system into the watchman ® access system. During deployment the corewire prolapsed on itself. The closure device was recaptured and removed. At that time they found that the was kinked near the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.